Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found one report with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See MDR 3013394970-2017-00509. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the involved angio-seal device would not deploy. The following information was provided by the user facility: the anchor could not be deployed. Hemostasis was achieved by manual compression. Both angio-seal devices were used in the same patient. There was no harm to the patient. Additional information was received on october 26, 2017. There was no blood loss. There were no other devices or equipment being used with the reported product.